Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported electrosurgical generator esg-400 exhibited e397 device internal temperature is too high. There were no reports of patient involvement.